Event description:
Pt sustained a falling accident in 2001 requiring internal fixation. The nail plate fixation failed eventually. Pt underwent bipolar arthroplasty of the left hip in 2002. Post op pt showed good alignment of the replacement but still had quite limited mobility and pain. Therefore, pt was admitted to rehab unit for further therapy. While on rehab, doctors saw pt daily.